Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
It was reported that during a dialysis treatment on (B)(6). The nipro dialysis machine surdial¿ x, bearing serial number (B)(6), removed an incorrect volume of fluids from the patient. The patient came off the dialysis treatment 0.6kg under the target weight and the blood pressure dropped significantly to 100/67. No further information was provided.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
It was reported that during a dialysis treatment on april 8th the nipro dialysis machine surdial¿ x, bearing serial number (B)(4), removed an incorrect volume of fluids from the patient. The patient came off the dialysis treatment 0.6kg under the target weight and the blood pressure dropped significantly to 100/67. No further information was provided.